Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/05/2015 phone call, 11/05/2015 email, 11/13/2015 email. The (B)(4) onsite biomed performed a checkout of the equipment and confirmed the reported complaint. The sib was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/05/2015 phone call, 11/05/2015 email, 11/13/2015 email. The (B)(4) onsite biomed performed a checkout of the equipment and confirmed the reported complaint. The sib was replaced, and the unit was returned to service.

Event description:
The hospital reported that during a case the unit started alarming "high paw" with a positive end-expiratory pressure (peep) of 10 when peep was set to zero. The clinician reportedly switched to manual ventilation and peep dropped to near zero. The anesthesia machine was replaced and the case was completed, there was no reported patient injury.